Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for routine follow-up, one episode of non-sustained vt/vf due right ventricular lead noise was observed. Lead electrical measurements were stable. Device was reprogrammed and no further episodes of lead noise were reproducible through isometrics. Patient was stable throughout the event and is scheduled for lead revision procedure.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2019. Patient was stable during and post-procedure. Patient was discharged home the same day.